Event description:
The pt recently had the magnet of the implanted device replaced. At device re-activation, the impedances data were abnormal. It was also reported that the pt experienced tingling in her tongue during troubleshooting. Device revision surgery will be scheduled.